Manufacturer narrative:
An event regarding dislocation and altr involving a metal femoral head was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the records by a clinical consultant noted: x-rays confirm implantation of an abg stem in the right hip with a wright medical anca-fit cup in a pelvis with severe post-traumatic (pt) deformity due to pelvic fracture and orif. It should be noted that this cup is a non-stryker device. The abg stem is loose with radiolucent lines and osteolysis in slight varus position while the femoral head is in dislocation position from the cup with severe wear of the head due to contact with the metal rim of the cup in this dislocation position. Following the revision as reported under (B)(4) for recurrent subluxations, it is clear that the underlying problem of instability was not completely solved. This would be impossible due to the extensive pt nature of the problem. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the event by a clinical consultant concluded: pelvic pt deformity has largely contributed to the subluxation episodes leading to revision in 2006 while problems were not solved completely at this time (impossible) and became worse due to additional severe heterotopic bone formation now leading to complete dislocation in the arthroplasty with direct metal contact between femoral head and cup rim resulting in massive release of metal debris causing fistula formation and the other adverse events as reported. No further investigation is required at this time. If further information or the product is returned, this investigation will be re-opened.

Event description:
Customer reported that the date of the first implant is unknown. On (B)(6) 2006 the patient underwent a revision surgery of the insert and the head of the hip right for repeated episodes of subluxation. On (B)(6) 2015 the patient underwent the hip replacement because of a serious reaction gave from metallosis with cutaneous fistula on previous surgical scar, mobilization of the prosthesis stem and massive head and insert. It ran the removal of total prosthesis and fixation (for previous periprosthetic fracture). The involved device are also, as reported, ptcr-e acetabular insert standard 46x28mm - cotile anca-fit, that not seems stryker devices.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Customer reported that the date of the first implant is unknown. On (B)(6) 2006 the patient underwent a revision surgery of the insert and the head of the hip right for repeated episodes of subluxation. On (B)(6) 2015 the patient underwent the hip replacement because of a serious reaction gave from metallosis with cutaneous fistula on previous surgical scar, mobilization of the prosthesis stem and massive head and insert. It ran the removal of total prosthesis and fixation (for previous periprosthetic fracture). The involved device are also, as reported, ptcr-e acetabular insert standard 46x28mm - cotile anca-fit, that not seems stryker devices.